Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier and other specific product information.

Event description:
It was reported that contamination occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured, and black foreign matter was seen in the boston scientific inflation device when the balloon burst. No device fragments were left inside the patient, and the procedure was completed. No patient complications were reported.